Event description:
It was reported that prior to starting a da vinci surgical procedure the customer experienced a recurring system error code #23013. The surgical staff shut down and restarted the system several times, however, this action was unsuccessful in resolving the system error code. The pt had been under anesthesia for 30 mins and the port incisions were not yet made when the surgeon decided to abort the planned surgical procedure and reschedule the surgery for a later date. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system error code #23013 experienced by the customer was associated with a pt side manipulator. The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. System error code #23013 appears when the davinci s safety system determined a differential change in the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. Upon determining these conditions, the safety systems put davinci s in a "recoverable safe state." Based on the system error logs and axis potentiometer and motor encoders were replaced. As of 2007, there have been no reported recurrences of the issue at this hospital.